Event description:
Event description guidant received information that this implantable lead exhibited a low shock impedance of 16 ohms. The physician elected to cap and abandon the defibrillation terminals of this lead, and replaced it with a similar defibrillation lead. The rate/sense leg had been cut and capped during a prior procedure due to oversensing. There were no reports of therapy being required and not delivered. Additionally, there were no reports of patient symptoms.